Event description:
It was reported that "management of a fracture of the left humerus, placement of the stryker reduction guide. Attempt to insert a rigid stryker nail. The surgical team noticed an unusual and unexpected deformation of the nailing guide, which caused the nail to jam. As a result, the surgeon changed the method and performed an elastic nailing osteosynthesis of the metaizeau type". Additionally there was a 45 minute delay to the procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the visual inspection confirmed that the device is bent at the two extremities. The functionality of the guide wire cannot be given anymore. Two parallel wear marks can be seen on the surface of the guide wire, these marks may indicate that an excessive bending load was applied on the device. Furthermore, the dimensional inspection indicated that the guide diameter is in accordance with the specifications. Based on investigation, the root cause was attributed to an user related issue. The failure was probably caused by improper handling of the device, as an excessive bending load may have been applied to the guide wire without it being fully aligned with the nail. It is also possible that the guide wire was not fully aligned with the bone axis when inserted, which may have led to the deformation. As a reminder, the instructions for use clearly state that: "during the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that "management of a fracture of the left humerus, placement of the stryker reduction guide. Attempt to insert a rigid stryker nail. The surgical team noticed an unusual and unexpected deformation of the nailing guide, which caused the nail to jam. As a result, the surgeon changed the method and performed an elastic nailing osteosynthesis of the metaizeau type" additionally there was a 45 minute delay to the procedure.